Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Our rep is reporting the following to us: during a rotator cuff repair a portion of the tip of an expressew iii needle broke off into the body; this is the 3rd time for this surgeon in 3 months. X-rays taken did reveal the fragment; not able to retrieve it; still remains in the patient. The surgeon was deploying the needle using a expressew iii gun, orthocord suture, and the tip broke on the 4th pass. 15 minutes were added onto the surgery time and they used another needle to complete the procedure and are reporting no patient consequences. Nothing is being returned, the complaint device was discarded.

Manufacturer narrative:
The complaint device is not being returned; it was discarded at the user facility and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with a nonconformance not related to the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two other similar complaints for this lot of (B)(4) five pack devices that were released to distribution. While one possible root cause could be the tip of the needle struck bone or another hard object as the needle was being passed through tissue, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should any additional information be received in the future regarding this complaint, this file will be reopened at that time and a follow-up report will be filed.

Event description:
Our rep is reporting the following to us: during a rotator cuff repair a portion of the tip of an expressew iii needle broke off into the body; this is the 3rd time for this surgeon in 3 months. X-rays taken did reveal the fragment; not able to retrieve it; still remains in the patient. The surgeon was deploying the needle using a expressew iii gun, orthocord suture, and the tip broke on the 4th pass. 15 minutes were added onto the surgery time and they used another needle to complete the procedure and are reporting no patient consequences. Nothing is being returned, the complaint device was discarded.